Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06369. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to symptomatic pelvic relaxation. Following insertion the patient experienced pain, infection, urinary bowel problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision, right labial biopsy and cystoscopy with bladder biopsy on (B)(6) 2012 due to pelvic pain and stress urinary incontinence. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06369. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic enterolysis and cholecystectomy on (B)(6) 2010. It was reported that the patient underwent mesh revision, labial biopsy, cysto w/bladder biopsy on (B)(6) 2012. (B)(4).